Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, an unknown size device was implanted in the patient using an unknown delivery system. On 45 day follow up transesophageal echocardiogram (tee) reveled a clot on the disc.

Event description:
It was reported that on an unknown date, an unknown size device was implanted in the patient using an unknown delivery system. On 45 day follow up transesophageal echocardiogram (tee) reveled a clot on the disc.

Manufacturer narrative:
Further information received indicates that this event never occurred and was report in error. As such, it doesn't meet the criteria of a reportable event.